Manufacturer narrative:
Device was installed with insufficient hardware. Mounting screws used were 2" long verses the recommended 4" long screws.

Event description:
X-ray unit fell from wall onto an undisclosed pt and student. Slight injury to pt and student. Mounting hardware was not sufficiently long enough to withstand machine weight.